Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized and due to diabetic ketoacidosis and high blood glucose was mid 700 mg/dl on (B)(6) 2018. The customer¿s blood glucose was mid 700 mg/dl at the time of the incident and the current blood glucose 230 mg/dl. The customer had symptoms such a sick to her stomach, vomiting, dizziness. The customer was treated in emergency room in the hospital. The customer was advised will need to have extra infusion set, reservoir and the tubing clamp to perform some tests on the pump. The customer was wearing the pump during to the hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device uploaded properly using carelink. Device had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip, broken belt clip slot and a missing end cap sticker. (B)(4).